Event description:
Boston scientific received info that this product was part of a system revision due to infection. There were no add'l adverse effects reported. The product was explanted, capped, etc.